Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 00:42:53. During night drain cycle one, the patient's ultrafiltration reading was 1103ml, indicating the home patient (hp) drained 1103ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." If additional relevant information becomes available, a supplemental report will be submitted.